Event description:
Affiliate reported thatthe device delaminated, during placement. The attending continued to tack the device in place and placed a section of omentum between the mesh and the visceral organs. No adverse patient consequneces were reported and the device remains implanted.